Manufacturer narrative:
Device received with cracked or detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33, motor error alarms due to cracked or detached end cap. Device had loose or protruded drive support disk. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system as well as motor error. The customer¿s blood glucose level was 221 mg/dl. The customer stated that drive support cap was flush. Troubleshooting was performed. The product will be returned for analysis.